Manufacturer narrative:
(B) (4).

Event description:
A confirmed motor stall occurred while the pt had a CT scan. The motor stall lasted for seconds. No motor stalls have occurred since. The pt outcome was not reported.